Event description:
It was reported that a note attached to the intra-aortic balloon states "failed to insert." There are no more details at this time.

Manufacturer narrative:
Evaluation: the intra-aortic balloon (iab) was returned for evaluation. Iab had traces of blood on exterior surface. Catheter & central lumen were bent/kinked 19 cm above bifurcate. Central lumen was bent 3 cm below the proximal end of bladder. Bends & kinks in central lumen may have occurred during return shipping. An in-house .025" guidewire was fed through the central lumen & met resistance at bent/kinked area, but did pass through. One-way valve was tested with a vacuum gauge & passed all tests. A vacuum was pulled on iab & was able to be maintained for a minimum of 5 minutes. Iab was submerged in water & pressurized; no leaks were detected in iab or bladder. Bladder thickness was measured & was within specification. Bladder was moisturized & manually wrapped. Iab was passed through an 8 fr sheath with ease. Fos was light level tested & passed. A DHR review was conducted on the iab and it met all specifications & passed all in-process testing. There were no manufacturing abnormalities established between the DHR & the reported complaint. Unconfirmed. There was no problem found with the bladder or its ability to pass through a sheath.